Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.1; d.2a; d.2b; d.4; g.4; h.4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.3; d.6b; g.1; h.3; h.6.

Event description:
Healthcare professional reported 'rupture and encapsulation.' Device status unknown. Record is for an unknown side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.